Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal and is missing a battery stabilizer. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: received one device. The complaint was confirmed during visual inspection test due to de downstream occlusion sensor (dso) seal being detached. Dso seal was replaced. The performance verification test was performed. All tests passed within specifications. Probable cause: detached dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.